Event description:
Patient underwent implantation of dual chamber pacemaker using active fixation, atrial, and ventricular leads on 5/12/97. Pacemaker noted not to function properly with both absence of sensing and pacing of both atrial and ventricular leads after agitation episodes with flailing of arms and a fall. The pacemaker was reconnected to the ventricular lead after a lead reposition, however, the ventricle was not capturing and the patient was asystolic. A new impulse generator was implanted.